Event description:
The following remark was added to the description of the event by the physician as noted by the distributor: "it seems that the psc032 jumped due to the bowed psc032 movement which happened when the patient moved his neck. On (B)(6) 2012, the patient died due to aggravation of cerebral infarction by an occlusion in the ba [basilar artery]. " the physician felt the pss032 hung up and could not withdraw. The reason is unclear. After withdrawing the pss032, the psc032 was bowed due to a pushing movement of the psc032. The physician doubts that the psc032, kept bowed, jumped in the lt.-pc [left posterior communicating artery] when the patient moved his neck.

Event description:
On (B)(6) 2012, the patient was hospitalized with acute cerebral infarction in the basilar artery. The physician inserted a guide catheter into the vertebral artery. The psc041 and the micro catheter were advanced to the basilar artery as coaxial technique. The psc041 aspirated the clot with the pss041. A contrast run after aspiration revealed occlusion in the right posterior cerebral artery (p2). The psc032 was advanced to the p2 segment along the guide catheter and aspiration was started. The physician felt friction when he pulled the pss032 back into the psc032, and the pss032 could not back into the catheter. The physician pulled back the separator several times. At that time, the patient moved his head. The psc 032 jumped and perforated the vessel when the physician pulled back the separator. The extravasation in the right p1 was confirmed. The psc032 and the pss032 was removed and the hyperform was used to arrest the hemorrhage, but it could not access the target because of tortuous vessels. Four axium coils were placed. However, they could not arrest the hemorrhage because the injury was wide. The patient's condition was not stable. A ventilator tube was inserted and the procedure was finished. On (B)(6) 2012, the patient died from aggravation of cerebral infarction.

Manufacturer narrative:
Conclusion: vessel perforation is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.